Manufacturer narrative:
Problem code captures the reportable event of  fiber broke. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the physician noted that the tip of the laser fiber detached upon removal from the package. The physician attempted to use the fiber with the broken tip however, the laser fiber broke upon insertion into the scope. The procedure was completed with another flexiva ID laser fiber. There were no serious injury not adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of  fiber broke. Problem code 2907 captures the reportable event of fiber tip detached. Investigation results: the fiber was returned broken into three pieces. The first piece measured approximately 127.4 cm from the top of the connector to the break. The second piece measured approximately 40.3 cm from break to break and was kinked. The third piece measured approximately 148.7 cm from the break and includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken along the body. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue. Device code corrected.

Event description:
It was reported to boston scientific corporation on august 21, 2018 that a flexiva ID laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the physician noted that the tip of the laser fiber detached upon removal from the package. The physician attempted to use the fiber with the broken tip however, the laser fiber broke upon insertion into the scope. The procedure was completed with another flexiva ID laser fiber. There were no serious injury not adverse patient effects reported as a result of this event.